Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps were loose on the patient lines of two (2) amia automated pd cycler sets. This was further described as ¿during a recent amia patient training, the cap being loose on the patient line causing the nurse to contaminate and a patient in training had contaminated too¿. This was observed during setup for peritoneal dialysis therapy. No damages noted on the caps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.